Event description:
Related manufacturer reference number: 2017865-2025-12791. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, high capture thresholds on the right ventricular (rv) lead. During the procedure I noticed contamination at the ventricular channel on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and ICD the patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2025-12791. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, high capture thresholds on the right ventricular (rv) lead. During the procedure high capture thresholds and noticed contamination at the ventricular channel on the implantable cardioverter defibrillator (ICD). On (B)(6) 2025, the physician elected to cap and replace the rv lead and ICD the patient was in stable condition.